Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal fossa. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured within 30 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. No patient complications were noted and the patient was in good condition post procedure.